Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "unable to open gantry." Test motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed belt has missing/ damaged teeth. Damaged rotor drive assembly. MDR codes: b01, c07, d02. Return date: 2025-11-12 h3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to open gantry." Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection showed normal wear. No functional fault found. MDR codes: b01, c19, d14. Return date: 2025-11-12 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6) rev. 8, ubd: , UDI#: (B)(4), serial/lot #: (B)(6) rev. K, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after performing a spin today, they were unable to open the gantry and remove the patient. They attempted a manual opening after automatic wouldn't function, and manual wouldn't work either. They heard loud noises, and what sounded like parts failing, and they when visually looking into the hole, customer could see the cable was very 'loose'. In troubleshooting, site to attempt dismantling of surgical table. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced door wench, new cable slides, and tractor drive. System checkout performed. System operated as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, product ID: bi71000429, product ID: bi71000192, MDR codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.